Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/25/2026 h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One opened sample product code pmn3 was received for analysis. Upon initial inspection of the received product, an unknown foreign matter was found encrusted in the knit of the prolene mesh resulting in a foreign matter. To complement this assessment, a photograph was provided clearly documenting the foreign material embedded in the knit. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was used. The nurse found out that there are foreign body on the mesh. There were no patient consequences reported. Additional information was requested.